Event description:
Dr (B)(6) informed pega med by phone that an implanted hinge plate has broken at the level of the seating of the screws. He will have to re-operate the pt in order to replace it as the pt has not finished correction. There is not imminent risk to the pt because the guided growth correction may still continue or at the worst be inactive while the pt continues normal growth.

Manufacturer narrative:
Add'l info is expected to be provided once the implant will be removed. X-rays of the failed implant and probably the implant itself will be available for analysis. Size and lot number of the implant has not been yet provided by the user.